Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter continued to power off during use. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 3pm. The cca was advised the patient manages her diabetes with metformin pills (amount not clear), glipizide pills (10 mg), actos pills (45 mg), humalog insulin (10 units before meals) and lantus insulin (45 units at night). The patient stated she skipped her usual dose of insulin. On (B)(6) 2011 at 8am, the patient claimed she felt a symptom of blurred vision. At 9am that morning, the patient was able to test on a family member's meter and obtained a blood glucose result of "385 mg/dl." The patient took her insulin and felt better. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca educated the patient on the meter's behavior and the automatic shutoff feature. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.